Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation due to the rubbing of the electrodes over his skin, and an irritation on his side. The patient reported that the irritation was red and itchy, and was open and bleeding at one time. The patient physician prescribed the patient triamcinolone cream. After using the cream, the patient reported that the irritation had improved. There were no allegations of a device malfunction contributing to the irritation.